Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the internal leakage test among others. There was no patient involvement. Manufacturer's ref. #: 849614.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed internal leakage test. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the device failed internal leakage test with message: "system volume too small", pressure transducer test, safety valve test, flow transducer test and patient circuit test during pre-use check. The air gas module was checked and replaced to resolve the issue. The device was delivered to the user in working condition. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.